Event description:
The distributor reported on behalf of the user facility that the user facility recently switched from betadine to chloroprep usage with the product. The user facility has noted irritation at the catheter insertion site. The user facility used biopatch over dialysis catheter insertion sites. No further info has been provided.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.